Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1., d.2a., d.2b., d.4., g.1., h.4., h.11.

Event description:
Patient representative reported "grade IV capsular fibrosis" (confirmed by a physician) and "noticeably deformed". This record is for the left side. Device was explanted.

Event description:
Patient representative reported "grade IV capsular fibrosis" (confirmed by a physician) and "noticeably deformed". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "grade IV capsular fibrosis" and "noticeably deformed". Clarification to partial date of implant d6a: "2008" reported. Clarification to partial date of onset b3: september 2024 reported. The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b6.

Event description:
Patient representative reported "grade IV capsular fibrosis" and "noticeably deformed". This record is for the left side. Device was explanted.